Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter. Block h11: investigation result the device was returned for analysis with no reported patient impact or anatomical conditions. During the procedure, the clip failed to disengage from the catheter, and the procedure was completed with another resolution 360 clip. The device returned with the clip assembly attached, and a functional inspection showed full deployment. A risk review confirmed that "clip failure to release from catheter" is documented in the risk analysis. The investigation found no issues with the device, leading to the conclusion of "no problem detected." No further escalation is required at this time.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip was unable to disengage from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip was unable to disengage from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.